Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Driver broke off at the tip, was retrieved from pt, but extended the surgical procedure.